Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters(por) were present. Device exhibited multiple por¿s due to an aging battery. Device uses a 3 year timer to recommended replacement time (rrt). This device was implanted for over 3 years and 8 months and therefore, reached rrt. Due to multiple device resets, device was unable to maintain device timestamps and reset implant timestamp to 00 00 00 00, (B)(6) 1994. Battery status was "good" because timer indicates implant was only a few months prior.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple power on resets (pors) due to an ageing battery. When the demand on the battery increases the device will reset, most recently due to the telemetry current during the session. Due to multiple device resets the inability to maintain device timestamps is lost, the implant timestamp has been reset to 00 00 00 00, (B)(6) 1994. The recommended replacement time (rrt) timer start date is now (B)(6) 1994. The device has reached rrt and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).